Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "cellulitis and infection (early onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis and infection (early onset).

Event description:
Patient reported left side "hates implant", "terrible job since look like shell and she gets regular muscle spasms", "ugly and uncomfortable", "now has alphagal syndrome from tick bite" and "had cellulitis that turned into infection". Device remains implanted.